Event description:
It was reported that the during the patient¿s trial the ¿wires did not work,¿ so they tested the ¿other side.¿ the reporter stated that the ¿wires¿ got infected when they were first testing it out. This occurred in 2008. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).